Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event peritonitis, which warranted hospitalization. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Individuals undergoing pd therapy (manual or cycler based) are at high risk for developing infections of the peritoneum. Limited information precluded an extensive and thorough investigation. While there is currently no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. The liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s peritonitis event(s). Given the lack of causality, no product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on an unknown date and was diagnosed with peritonitis (date not provided).the patient initially called in to report receiving patient line is blocked alarms on their cycler during drain 0 of treatment. After rebooting they received a power fail recovery failed and were advised to re-setup the cycler with new supplies. Upon follow up with the patient¿s contact, it was reported the patient was hospitalized due to an incomplete treatment. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the patient presented to the outpatient dialysis clinic (date not provided) with abdominal pain and was subsequently hospitalized for peritonitis. Attempts to obtain additional information (e.g. Discharge summary) have proven unsuccessful. The date of event is unknown and will be captured as (B)(6) 2020.